Event description:
It was reported that the patient experienced five infusion set leakage events on (B)(6) 2026. The leakage was observed at the cannula site.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 5 name: tandem country: united states of america street: 11045 roselle street suite 200 city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380